Manufacturer narrative:
Other, other text: device evaluation- one device sample was returned for evaluation. The device had a broken off luer end and so could not be given functional testing. The examination of the sample showed the luer connector was broken off from the rest of the tubing. The device history record was reviewed for the reported lot number. The review showed no related observations identified to suggest the reported issue was observed during production. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This device type is 100% leak tested prior to packaging so the damage seen was not likely present during production. The investigation determined the device likely sustained damage during use or user handling.

Event description:
Information was received indicating that the customer discovered a leak when using the level 1 hotline disposable. The customer noticed that the connector was damaged and fluid was leaking from there. There was no adverse events reported.